Event description:
The ICD involved in this report was implanted on (B)(6) 2007. Upon a f/u on (B)(6) 2011, impedance and continuity measurements were performed. Several attempts of the svc coil continuity measurement failed. Reportedly, after several attempts the continuity measurement was successful and the result was "normal". The reason for this difficult measurement was requested.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.